Event description:
Stent catheter entered body with no stent on balloon to deploy. Physician at bedside performing procedure when event occurred. A 0.014/190 cm filter wire was advanced through the guiding catheter into the distal portion of the vein graft. A 3.5/15 mm balloon dilatation catheter was then advanced over the guide wire and positioned in the mid vessel. Two inflations were performed at a maximum of 10 atmospheres. The balloon was removed and replaced with a 4.0/23 mm vision stent. This was deployed in the mid vessel at a maximum of 10 atmospheres. The stent delivery balloon was removed and repeat angiography showed the stent was patent but there was haziness in the proximal lesion. Therefore, a 3.5/23 mm vision stent was advanced over the guide wire and the balloon was inflated but there were no stent on the balloon. The balloon inflated to 10 atmospheres. The balloon was removed and replaced with a 3.5/23 mm vision stent. This was positioned in the lesion and deployed at 10 atmospheres. The stent delivery balloon was then removed and repeat angiography showed sluggish flow in the vessel. The filter wire was then retrieved. Catheter removed from body and kept. Manufacturer response (as per reporter) for stent, coronary vision multilink stent 3.5mm x 23 cmunknown